Manufacturer narrative:
Weight, ethnicity, race: unknown. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6, -8.5/+1.0/076 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. The surgeon reports excessive vault, transient loss of bcva, elevated iop, significant reduction of irido-corneal angles (ica), peripheral anterior synechia (pas), and a "little" mydriasis. An addition of pi-yag was performed, pilocarpine eye drops administered, irrigation and aspiration (ia) performed. The pas was released by peeling off the adhesions of the angles by a round needle. The problem is noted as resolved though the pupil is reported as slightly dilated. The cause of the event is reported as unknown.